Event description:
Adverse event(s): "poor distance vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with poor distance vision following bilateral intraocular lens (iol) implant surgeries. He reported that the pt has very small pupils; and that near vision is "very good" but distance (B)(4) is 20/40. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 05/18/2010, 05/19/2010, and 06/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).